Event description:
It was reported that during the implant procedure, the lead could not be implanted due to vasculature of the patient's anatomy. The physician pushed the lead harder to reach further. When the lead was taken out of the body, the helix of the lead could not be retracted once it was extended. The lead was removed and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching. The lead and helix were stretched, extrinsic (pulled/ stretched/ overstress). However, the helix was able to be extended and retracted but turns to retract helix was out of specification due to helix stretched. (B)(4).